Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
3 out of 4 safety clips had popped off of lrf bone transport struts. The patient was only lengthening on 1 out of the 4 total bone transport struts for a possible period of 1 week (this was the amount of time between clinic visits). This may have caused premature consolidation of the bone regenerate that was being transported. The surgeon decided to redo the osteotomy. This was performed during an already planned docking site procedure of the distal segment. Safety clips were placed back on bone transport struts in the clinic.